Event description:
Rptr has identified a trend with battery doors on the pump becoming loose, opening, and subsequently the battery falling out. The pump then ceases to function and the therapy is interrupted. Rptr has no pt seriously injured nor have they had a death occur as a result of this product defect.